Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer a visual examination revealed that the device was returned in two sections as a result of a hypotube break. The break was measured approximately 65.5cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. Functional testing done through the lumen revealed no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint states that the physician noted a kink on the shaft during preparation however continued to use the device contrary to the directions for use (dfu) / product label. The dfu states that at any time during use of the flextome cutting balloon device, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Therefore the root cause classification is user related. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary artery treatment procedure, a shaft broke. The in stent restenosed lesion was located in the mid right coronary artery. A kink was noticed on the shaft during unpacking. The surgeon used the 15 x 3.50 flextome mr balloon catheter and pushed it over the wire into the guide catheter and the shaft broke at the point of the kink. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary artery treatment procedure, a shaft broke. The in stent restenosed lesion was located in the mid right coronary artery. A kink was noticed on the shaft during unpacking. The surgeon used the 15 x 3.50 flextome mr balloon catheter and pushed it over the wire into the guide catheter and the shaft broke at the point of the kink. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.